Manufacturer narrative:
The pump was returned for evaluation. Visual inspection confirmed a crack in the yellow luer. Sodium bicarbonate was used as a purge solution. The pump was run in the lab without issue. Data logs were provided and reviewed and found that 'purge pressure low' alarms had been captured. The logs showed the pump operating as expected. The root cause of the reported purge sidearm leak was determined to be a damaged yellow luer. The root cause of the reported low flow was unable to be determined as no flow issues were reproduced. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records. Per the IFU: do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 62 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that they are having leaking issues from purge side. There was no patient injury reported.the pump was run until planned vad placement with no adverse impact to the patient.